Event description:
Customer stated that the set time changed on its own from 0.4 to 1.3. There was no pt injury as a result of the malfunction. A mallinckrodt service rep investigated the device and was unable to duplicate the failure. Rep noted, however, that the "I time" potentiometer was very sensitive to the touch and was not functioning normally. The front panel was replaced to correct this problem.

Event description:
Customer stated that the set time changed on its own from .4 to 1.3. There was no pt injury as a result of the malfunction. A cse investigated the device and was unable to duplicate the failure. Cse noted, however, that the potentiometer was very sensitive to the touch and was not functioning normally.